Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2021-18058. It was reported the patient was unable to set their device to MRI mode. High impedances were observed on one lead. Re-positioning the patient was unable to resolve the issue. As a result, the patient underwent surgical intervention on (B)(6) 2021 where the ipg was explanted and replaced. This did not resolve the issue, so the patient may undergo further surgical intervention for the lead on a later date.